Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving lioresal at an unknown dose and concentration via an implantable infusion pump for intractable spasticity. It was reported that the pump had been moving. This was noticed about 2-3 months prior to the report. No volume discrepancies and no symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving lioresal at an unknown dose and concentration via an implantable infusion pump for intractable spasticity. It was reported that the pump had been moving. This was noticed about 2-3 months prior to the report. No volume discrepancies and no symptoms were reported. No further complications were reported. Additional information was received from a business partner. The patient jerking their neck was clarified as being a spasm. The patient experienced some neck pain. The pump volume was checked due to concerns with the catheter, but the volume was in normal limits. The patient was noted to be (B)(6). It was reported that the patient saw a chiropractor for their neck and had started with a new doctor. No further complications were reported.